Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. A right heart catheterization was performed to investigate the cause of dampening. The physician concluded the sensor had possibly moved slightly and occluded the vessel without any parenchymal damage or pulmonary necrosis. The sensor readings will no longer be used for patient monitoring.